Event description:
Customer reported receiving a low glucose reading (98mg/dl) from their freestyle lite meter. Customer reported experiencing symptoms of hypoglycemia and weakness. Paramedics were called and treated customer with glucose and transported customer to falmouth hospital where she was being treated with intravenous solution. There was no report of diagnosis, death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.